Event description:
It was reported that during the implant attempt, the lead was placed without difficulty and lead measurement data was excellent. However, when the lead went to the coronary sinus, the lead dislodged and stability was concerned. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event. It was reported that during the implant attempt, the lead was placed without difficulty and lead measured data was excellent. However, secondary to the coronary sinus size, the lead dislodged and stability was concerned. Secondary to stability concerns, the physician elected to remove the lead and replace it with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.